Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date reported as ¿last year¿. The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as due to a pinhole in the transfer set. It was reported that the patient was not hospitalized for the event. The patient was treated with unknown intravenous antibiotics for the peritonitis event. On an unreported date, the patient was retrained in aseptic technique. The patient recovered from this peritonitis event on an unknown date. Action with pd therapy was not reported. No additional information is available.